Event description:
Customer reported in 2/2006 that a patient sample generated an I-stat hematocrit of 25% pcv and the laboratory result was 29% pcv. A spun hematocrit was performed on the sample which generated a result of 29% pcv. No treatment was given based on the hematocrit result of 25% pcv.